Manufacturer narrative:
Additional information: h4, h6. H4: the lot was manufactured between march 26, 2021 - april 07,2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps with povidone-iodine solution had the individual pouches damaged. This was observed upon receipt by the home patient and before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.